Event description:
It was reported through the patient outcome, the patient passed away due to intraparenchymal hemorrhage. While hospitalized, a stroke code was called on (B)(6) 2022. Per the bedside nurse, the patient was last seen normal 15 minutes prior to calling the code stroke. Upon arrival, the patient was not following commands. Patient was immediately taken to computerized tomography (CT). After arriving to CT, the patient began agonal breathing. They were subsequently intubated and then scanned. CT scan showed an interval development of 7.6 x 5.7 x 4.5 cm mixed density intraparenchymal hemorrhage centered in the right frontal lobe. The situation was discussed with the patient's family and care was withdrawn.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist system (lvas) and the reported events could not conclusively be established through this evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists stroke, bleeding, and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation therapy, including inr range, as well as the suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Prior to the stroke, the patient had been hospitalized for increasing fatigue, rising lactate dehydrogenase (ldh) to the 900s, and increasing b-type natriuretic peptide (bnp) to the 800s. They were admitted for ongoing IV diuresis and transition to IV heparin for management of acute chronic hemolysis. The hemolysis was thought to have been caused by the vad. After transition to IV heparin the patient had a subsequent decline in their ldh and were diuresed with IV lasix with transition back to oral diuretics prior to their death. The patient's death was not thought to be device related. The device operated as expected.